Manufacturer narrative:
(B)(4). Date sent 6/24/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. B3: unknown; captured as awareness date.

Event description:
It was reported that during an unknown emergency surgery in the evening, before using the product on the patient and when the nurse tried to remove the anvil, it was extremely tight and could not be removed. It was finally removed by the powerful staff using force. When it tried to attach the anvil to the trocar inside the body cavity, they could not be attached and could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 7/21/2025. D4 batch #384d28. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage and the anvil was returned inside of a plastic bag. The breakaway washer was present, uncut and the device was fully loaded with staples. During the visual inspection of the anvil scratches were noted on the lock area. Further analysis of the device showed that the trocar was damaged and the anvil could not be inserted. No functional test was performed due to the condition of the trocar. Additionally, photos were provided and they showed the condition of the reported event. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 384d28, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 7/15/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.